Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The cause of the event was unknown, but the customer conveyed that the pump was not priming correctly. At that time, the contact was advised that the pump needs to be replaced.